Event description:
The pt, a iddm, began feeling ill with symptoms of hyperglycemia on 8/19/96. She had been obtaining readings on her meter using different brand test strips (lot # 1j5208, exp 5/97) of "35, 40" mg/dl. She contacted a nurse who advised her to drink orange juice based upon the results. Feeling worse, she went to the hosp where a lab result was "in the 800's." The pt was admitted for hyperglycemia on 8/19, treated with insulin and IV, and released on 8/24. A meter to meter comparison was performed in the hosp (using strips provided by the hosp) with the pt's meter reading 177 mg/dl and the hosp meter (brand unk) reading 200 mg/dl, an 11% difference. The meter is not cleaned according to MFR's recommendations, no water is used to clean the meter optics. Calibration status on 9/6 was 74 versus a range of 66-89.